Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00909. It was reported that the coating peeling. The target lesion was located in the mildly tortuous and mildly calcified hepatic artery. Two 140x25cm fathom¿ -16 were selected for use. During advancement to the target lesion, the guidewire was unable to move forward within the microcatheter and got stuck, so it was pulled back. It was then further noted that the surface of the wire was harsh and the coating was peeling off but not completely peeled off. The wire was removed and replaced with another fathom wire which also had the same issue. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
The original conclusion was reported as - the investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. Change to - the investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00909. It was reported that the coating peeling. The target lesion was located in the mildly tortuous and mildly calcified hepatic artery. Two 140x25cm fathom¿ -16 were selected for use. During advancement to the target lesion, the guidewire was unable to move forward within the microcatheter and got stuck, so it was pulled back. It was then further noted that the surface of the wire was harsh and the coating was peeling off but not completely peeled off. The wire was removed and replaced with another fathom wire which also had the same issue. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.